Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely tortuous and severely calcified right coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the dilatation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported. The patient was in good condition.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the 2.50mm x 12mm nc emerge mr balloon catheter was returned for analysis. A visual and tactile examination of the hypotube found no issues and no issues were identified along the entire shaft polymer extrusion. A detailed microscopic examination identified a tear in the balloon material 7mm from the distal tip (5mm in length). A microscopic examination of the distal and proximal markerbands identified no damage and issue found on the distal tip. A leakage test was performed. No attempt was made to inflate the device. Due to the tear identified in the balloon material it would not have been possible to perform a leakage test. No other device issues were identified during returned product analysis. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available as it is most likely that anatomical factors (severely calcified and severely tortuous rca) were met which resulted in the reported event. Analysis of the returned device noted a 5mm tear in the balloon, confirming the allegation of balloon material rupture.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely tortuous and severely calcified right coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the dilatation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported. The patient was in good condition.